Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced very high blood glucose of 426 mg/dl. The customer give a manual injection with syringe. The blood glucose was 189 mg/dl and bolused for that and then blood glucose went to 357 mg/dl and bolused and then 407 mg/dl blood glucose and then 413 mg/dl blood glucose. The customer did an injection and then blood glucose came down to 245 mg/dl. It was an hour and a half for blood glucose 357 mg/dl to reach 413 mg/dl . The blood glucose was 134, 212 and 329 mg/dl and injected with syringe and came down to 229 mg/dl. The current blood glucose is 160 mg/dl. The customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.